Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following allegation has been reported to davol by the patient's attorney: on (B)(6) 2011 - patient was implanted with a bard/davol flat mesh and a non bard/davol graft during a vaginal repair procedure. The legal claim alleges unspecified adverse patient outcome associated with use of the device.